Manufacturer narrative:
Company representative evaluated the system and replaced the antenna. System was tested, calibrated, and safety checked to factory specifications.

Event description:
Customer reported an issue with the antenna on the panorama central station's wireless transceiver (tim), which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.